Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: gastrectomy. According to the reporter: on the next day of bypass of gastroenterostomy surgery, bleeding occurred from the anastomosis part. Using endoscope, bleeding stopped. Used other device. No tissue damaged. No pt info available.